Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 8.1 mmol/l. The customer also reported their buttons were stuck when they attempted to bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.